Event description:
The customer alleged the 840 ventilator stopped cycling while in use on a pt. There was no pt harm or injury associated with this event. The customer's biomed inspected the device and could not duplicate the alleged event. The unit passed extended self testing. It is unknown if any parts were replaced. Nellcor puritan bennett was not authorized to evaluate or repair the device.